Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one hickman s/l catheter was received for evaluation. Microscopic, visual, tactile and functional testing were performed. A s-shape split was noted on the clamping sleeve, proximal to the catheter hub. Suture wire was noted tied on the catheter body. Upon infusion, a leak from the s-shaped split was observed on the catheter. Water was not observed exiting the distal end of the catheter. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, b5, h6 (device). H11: d4(unique identifier (UDI) #), h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that sometimes post a chronic catheter placement, the extension hub was allegedly broken and could not to deliver the medication. It was further reported that leak was noted. The line was replaced with another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, the extension hub was allegedly broken and could not deliver the medication. There was no reported patient injury.